Event description:
It was reported the patient underwent a surgical procedure at an unknown date wherein the abbott ipg was explanted for an unknown reason.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.